Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text: device not returned.

Event description:
It was reported, the customer experienced an elevated blood glucose (bg) level displayed as high. Cause was not known. Customer delivered a correction bolus via pump to address bg level. Reportedly, customer had not entered in transmitter ID to pump. There's no continuous glucose monitoring reading on pump. Recommendation was made to consult with a healthcare provider to discuss diabetes management.